Event description:
It was reported that during a thyroid procedure, the device was not providing enough hemostasis for the doctor's preference. Used a competitors device to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.